Event description:
It was reported that the patient underwent a spinal mini-invasive procedure for l2 burst fracture at t12-l3 to implant posterior fixation. The rod could not go through right side l1 pedicle screw. The procedure was changed to open procedure.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.